Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic umbilical hernia procedure on (B)(6) 2013 and mesh was implanted. About one and a half months later, the patient felt an ache at the umbilical level with swelling. A CT scan was performed and a relapse was noted. The doctor opines a symptomatic seroma. An explorative laparoscopy was performed on (B)(6) 2013. A group of ansas and omentum near the mesh were found and were inseparable from the mesh. From the parietal side, the mesh appeared completely detached from the wall. The procedure was completed as an open procedure. Additional information was requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.